Manufacturer narrative:
Per the gore excluder aaa endoprosthesis instructions for use (IFU), considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair (minimal thrombus, calcium, and/or tortuosity).

Event description:
On (B)(6) 2014, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral leg component ((B)(4)) and contralateral leg component ((B)(4)) were implanted as planned. After the devices were implanted, the ipsilateral limb reportedly migrated distally approximately 1 cm, unintentionally covering the left hypogastric artery. The physician implanted an aortic extender component proximally, and elected to take a wait-and-watch approach in regard to the covered hypogastric artery. An angiographic run revealed an endoleak of indeterminate origin. The physician re-ballooned the entire graft system, and another angiograph was performed. A type iii endoleak (tear/disruption in graft material) was reportedly confirmed at the level of the native bifurcation on the left side. The physician implanted an iliac extender component to re-line the graft. Another angiographic run revealed the type iii endoleak was resolved; however, a second type iii endoleak was reportedly seen at the same level of the bifurcation on the right side. The physician re-lined the graft on the right side with an additional contralateral leg component. The second type iii endoleak was resolved, and the procedure was concluded without any further complications. The patient tolerated the procedure. According to the physician, the patient¿s anatomy was heavily calcified at the aortic bifurcation. He indicated that the calcium caused disruptions in the graft material upon ballooning of the graft system.

Manufacturer narrative:
Additional excluder component implanted: (B)(4). A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Results pending completion of imaging evaluation.